Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered a lead polarity switch from bipolar to unipolar. The right atrial (ra) lead exhibited impedances greater than 2500 ohms in bipolar but in unipolar the impedances were at 423 ohms. There was no capture in bipolar however capture was noted in unipolar. It was alleged that the ra lead could be fractured. An attempt was made to reproduce noise and was successful with provocative movement while in bipolar and unipolar. As a result, the system was reprogrammed to have fixed sensitivity at 1mv. Additionally, this patient was seen in the clinic, the lead functioned in unipolar and was satisfactory. No x-ray was performed. This patient will be continuously monitored via latitude at this stage. This patient is not pacemaker dependent. No adverse patient effects were reported. This ra lead remains in service.